Event description:
Sales rep reported that the tip of the trocar broke off inside the patient (possibly) or within the packaging. They were not able to retrieve the tip inside the patient but will if discovered later on or if patient experiences post-op issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).